Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to dysphotopsia /gash post operativey and the patient was unable to tolerate the lens. . The issue was first identified during the post-operative examination, with after implantation/application of lens. The visual problems were observed shortly after the procedure. The patient was reported to have experienced temporary impairment and was unable to perform certain daily activities that were manageable prior to surgery. The lens was explanted and replaced with a non jnj lens in a secondary procedure. The best corrected visual acuity bscva) pre-operative was 20/40 and the best corrected visual acuity bscva) post-operative was 15/20. There was no medical/surgical intervention required. The patient had fully recovered. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.